Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Additionally it was reported that the touchscreen became unreadable due to multiple lines across the screen and missing pixels. Reportedly, the customer had an alternate therapy available for diabetes management.